Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient was presented to the hospital after experiencing a syncopal episode. Review of their implanted system indicated a lead safety switched had occurred as the right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 3000 ohms. Surgical intervention was performed and the rv lead was found to have not been properly inserted into the header of the device. The physician experienced difficulty in removing the rv lead from the header but the lead eventually came out. Measurements of the rv lead through a pacing system analyzer were unable to be obtained due to noise. The rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted that the set screw marks on the terminal pin were in the correct location, indicating full insertion of the lead during implant. No insulation damage was observed but an outer conductor coil fracture was clearly visible. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.